Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that last week the patient couldn't tolerate the stimulation and now this week they tried again and could not find the ins in the buttocks. The patient stated that she could not get the remote to register. The patient noted that she had to change the batteries last week in her remote and had since tried to increase but she could not feel where the implant was on the skin yesterday or today. The patient also mentioned bowel issues. The patient was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the battery was going dead and the patient was seeing a surgeon to resolve the issue. There were no further symptoms or complications reported or anticipated.